Event description:
Reporter indicated that a hp handheld computer would not power on even after charging. The event has allegedly happened 3 times. Good faith attempts for the return of the device have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.